Event description:
In 2009, the patient reported he has been experiencing air bubbles in the insulin cartridge of his infusion device, which has resulted in elevated blood glucose readings. He stated he does not allow the insulin to reach room temperature before filling the cartridge and does not adjust the piston rod. He was advised to do so. He stated his blood glucose reading at 6pm last night was 439 mg/dl, which he treated by bolusing 6 units of insulin. At 8pm, his reading was 289 mg/dl and he bolused 3 units of insulin. He said he then noticed the air bubble. He said he changed his infusion set tubing, headset and injected 3 units of insulin. He stated his reading prior to bed was 132 mg/dl and this morning his reading was 86 mg/dl, both of which are within his normal range. He said he does not currently have an air bubble. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.